Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead exhibited inconsistent, high thresholds in some vectors, while exhibited a loss of capture in other vectors. The lead was not used and no lv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).